Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on" was confirmed during the functional testing and based on the archive data review. The root cause for the reported complaint was due to defective encoder, as a result of normal wear and tear of the platform. The autopulse platform was manufactured in 2014 and is more than 5 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was returned to home position to clear the ua45 error. After clearing the error message, the autopulse platform passed the initial functional testing without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The archive data review showed that the autopulse platform displayed several ua45 and ua20 (position out of range) error message on the reported complaint date. The autopulse platform was subjected to the run-in test using several good known test batteries until discharged and the platform passed the testing without any fault or error. The following day, when the autopulse platform was powered on, the platform displayed ua45 error message. The cause for the observed problem was due to the defective encoder. The encoder needs to be replaced to address the ua45 error. Upon customer approval, the defective part will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on and the user was unable to clear the error message. Per user, the lifeband was inserted correctly to the platform. No patient involvement.